Event description:
The customer reported regarding issues during prime/rewind. The blood glucose reading was unknown. The caller stated that insulin squirted out during the manual prime process, and the insulin pump alarmed. Advised the customer that the insulin pump would be replaced. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a loose drive support disk. Unable to confirm the alarm. The device had a scratched display window and cracked battery tube threads.